Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed that the probe tip broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact since the ptfe pad at the proximal end was worn, consequently the probe cracked, and the probe was broken when the probe received an additional load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic-assisted vaginal hysterectomy. During the procedure, the probe tip of the subject device was broken and fallen off to the floor, after the nurse wiped the probe out of the patient. The subject device was replaced and the intended procedure was completed. There were no patient injury reported.